Manufacturer narrative:
Isi has received the device involved with the complaint and completed the device evaluation. Investigation revealed the monopolar yaw pulley exhibited thermal damage on the yaw pulley near the conductor wire. There was no visible break on the conductor wire, but functional testing showed that the instrument was arcing at that exact location. The instrument was disassembled to investigate the source of thermal damage. It was found that the conductor wire was detached from the hook shank weld location, and attached to the conductor cap. The conductor wire likely fused with the conductor cap due to excessive thermal damage. The origination point of thermal damage was noted to be at the base of the hook, most likely due to conductive fluids reaching the weld location. However, it is not clear how the silicone potting became compromised to allow the conductive fluids to reach the weld location. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This case was reviewed as part of a retrospective data analysis for monopolar instruments with conductor wire potting failures. Reassessment of the case including the customer reported information, failure analysis findings, and post market investigation findings has resulted in this case being reportable due to the severity of the cautery wire potting failure without an inconclusive root cause at this time. Investigation for this failure is ongoing, therefore the case will be reported and a follow up will be sent once additional information is received.

Event description:
It was reported that during a da vinci si hysterectomy procedure, a wire at the wrist of the permanent cautery spatula instrument, fired from the outside when the console surgeon was dissecting the tissue with energy. Gas around the wire can be seen from the stereo viewer and patient side screen. Tissues around the wire, when fired, were a little injured. The instrument was replaced and the planned surgical procedure was completed. Intuitive surgical inc. (Isi) contacted the initial reporter on (B)(6) 2016 and obtained additional information regarding the reported event. The customer reported a wire on the instrument's wrist was visibly broken and they saw a spark or flash with smoke. The customer also clarified there was no bleeding, burns, or other tissue injuries and no medical repair or treatment was required. There were no post-operative complications. No procedure video was available.

Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.